Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Additional product code: mni, mnh, kwp, kwq. Initial/original implant date reported only as march, 2013. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a combination of synthes uss dual opening and synthes matrix polyaxial devices for a posterior spinal fusion from t6 to ilium in (B)(6), 2013. The matrix devices were from l3 to ilium. Matrix snap on connectors were used to attach the matrix lumbar construct to the uss dual opening construct which runs cranial up to t6. Uss dual opening screws were implanted bilaterally at t6 to t9 and t12, unilaterally at l2 right. Matrix polyaxial screws were implanted bilaterally at l3 to l5, s1, and ilium. On an unknown date, the 5.5mm rod on the right broke just above the l3 pedicle screw and the 5.5mm lumbar rod on the left slid out of the matrix snap on connector which connected the 5.5 matrix rod with the 6.0 rod running cranial. It is also reported patient has a non-union at l2 to l3. Patient was returned to the or on (B)(6) 2015 where surgeon removed all the hardware on the left side below the t9 uss dual opening screw. The parallel connector that connected two (2) 6.0mm rods at t11 was also removed. All hardware on the right below the t12 screw was removed. Surgeon used eight (8) expedium 5.5mm poly screws to replace the screws that were removed, then placed new rods and connected them with parallel and extension connectors to the left and right 6.0mm rods that remained in the patient. Procedure was completed successfully with no harm to patient. This report is 11 of 12 for (B)(4)